Event description:
It was reported that difficulty removal occurred, and the procedure was cancelled. The almost 90% stenosed target lesion with a <45 degrees significant bend was located in the mildly tortuous and moderately calcified proximal left anterior descending artery. Following pre-dilatation with a 2.5x10 and 3.0x12 semi compliant balloons and a 3.0 x9 nc emerge balloon catheter, a 38 x 3.50 promus elite drug-eluting stent was advanced but failed to cross the lesion despite few attempts. The procedure was cancelled, however, while attempting to remove the stent delivery system the stent was stuck inside the guide catheter. On the process of retrieval the stent was dislodged outside the patient and remain stuck inside the guide catheter. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: 88, college st, calcutta medical device evaluated by MFR: promus elite ous mr 38 x 3.50mm stent delivery system (sds) was returned for analysis. Visual, tactile and functional analysis was performed on the device. The stent and the balloon were not returned. No issues identified with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. The tip was not returned. The device was returned with no stent attached. The stent od (outer diameter) at the time of manufacturing was 0.0442 inch, this is within maximum crimped stent profile measurement.